Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that there was high out of range shock impedance measurements observed via the remote home monitoring system. The patient was brought into the office where pocket manipulations were done and no abnormal measurements were observed. The implantable cardioverter defibrillator (ICD) remains in service and no adverse patient effects were reported. There is no lead information for this patient available. Additional information was received that boston scientific technical services (ts) reviewed the information and found that the shock impedance measurement has been high and out of range intermittently over the last year. Ts further noted some myopotential noise on stored shock electrograms (egm). However, in the last transmitted real time egm, no noise was seen on the shock channel. Ts discussed troubleshooting options. At this time no further troubleshooting has been performed and the cause was unable to be identified. The ICD and rv lead remain in service and no adverse patient effects were reported.

Event description:
It was reported that there was high out of range shock impedance measurements observed via the remote home monitoring system. The patient was brought into the office where pocket manipulations were done and no abnormal measurements were observed. The implantable cardioverter defibrillator (ICD) remains in service and no adverse patient effects were reported. There is no lead information for this patient available.